Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. The unit had too much movement, and the lock was sticking and difficult to lock. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Further, the unit was sent to quality engineering for further investigation and the findings of the service & repair report were confirmed by quality engineering with no additional device deficiencies observed. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to patient slippage/movement. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was pulled from service on (B)(6) 2024 due to an alleged malfunction. However, on (B)(6) 2024, it was discovered that the clamp was sent to a third-party repair company (not integra) and the clamp was back at the facility and being put back into service. Subsequently, on (B)(6) 2024, the patient¿s head slipped from the clamp resulting in lacerations. This is the same clamp that had supposedly been repaired/serviced by a third party. The clamp was then immediately removed from service. Information on surgical delay has not been provided.